Manufacturer narrative:
Service was requested and field service engineer (fse) inspected the laser, during which preventative maintenance was performed. System met specifications and no issues were reported related to dlk. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Customer reported diffuse lamellar keratitis (dlk) observed one day post operation for 2 patients after use of intralase system on same day. This report is for 1 patient for the right eye (od) with dlk stage 1. Best corrected visual acuity (bcva) pre-op was 20/40 and 1 day post op 20/20 od. At follow up day 5 post op bcva was 20/30+2 and dlk had resolved.

Manufacturer narrative:
Statim is used to sterilize the surgical instrument. The cause for the dlk is unknown. Proparacaine ocuflox was used prior to flap lift. Ocuflox prednisolone acetate 1% was used after the laser ablation. Dlk has resolved. No loss of 2 lines of best corrected visual acuity.